Manufacturer narrative:
The customer returned a cf-hq190l videoscope with serial # (B)(4) for an evaluation. The evaluation was able to confirm the users¿ reported complaint. The scope¿s bending section movement was inspected and observed the flex back-movement when releasing the knob (testing in the free position). Additional tests were performed with the locking lever in the engage (lock) position and would not straighten. This is due to the control knobs being in the locked position. The scope had a snake like appearance during the manipulation on the up/down knob. The scope was inspected by the service center¿s estimation group and found play on both control knobs. The angulation reading is within servicing standards. A review of the instrument history showed on june 27, 2019, the scope had been serviced for a full factory refurbishment. At the time of service, the scope ID has a reading of 1,378 uses. The scope ID now has a total accumulation of 199 usages with 5,281 minutes in used. Based on the evaluation and findings, the users¿ reported complaint was able to be confirmed when performing the angulations test under the engage (locked) position of the knobs. However, when testing in the free position, the scope bending section was able to flex back in the neutral position normally. For the play on the control knobs movement, wear and tear may have attributed the play over the course of usages.

Event description:
The service center was informed that during an unspecified procedure, scope¿s angulation knob would not straighten bending section stuck in retroflex position. It is unknown if the intended procedure was completed. There was no patient injury reported.